Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported needle to cuff miss could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other nine proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in both common femoral arteries was attempted with ten proglide devices, using a pre-close technique, prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, five proglide devices had cuff misses. For the other five proglide devices there was difficulty harvesting the sutures after plunger deployment. The sutures would not come out of the body of the device. Forceps were used to pull the sutures out of the body of the device. The aaa procedure was completed. Hemostasis was achieved using the difficult to harvest sutures, the sutures from three proglide devices on one side and the sutures of two proglide devices on the other side. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.